Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported error via the error log. The fse was able to reproduce the error by attempting to run a sample and witnessing the sorter not picking up a cup and an error had occurred. The fse replaced the air filter and vacuum pump and increased the z parameter on the cup pickup from 165-170. The fse ran a daily check and customer prepared quality control (qc) and patient samples with no errors. The analyzer was operating as expected. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to sorter needing to be re-aligned. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported sporadic sp errors while running vitamin d, b12, and folate. The error had started several weeks ago. The site also runs category a analytes and the instrument is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.